Event description:
Hcp reported the patient's pump was infusing at 1.25 ml/day, instead of 0.5 ml/day constant infusion. The patient experienced overdose symptoms. It is unknown if the pump was explanted. The pump has not been returned to the manufacturer for analysis.